Manufacturer narrative:
Other relevant device(s) are: product ID: product ID: 3389s-40, lot# va1w07l, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3389s-40, lot# va1w07l, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; 3708640, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had an infection in the pocket and in the area of the neck/extension. None was noted with the brain lead. The complete system was explanted with plans to re-implant in a few months. No environmental/external/patient factors were reported to have contributed to the event. The issue was resolved at the time of the report. No further complications were reported or anticipated with the event.